Event description:
It was reported that the customer had low blood glucose levels of 34mg/dl. Customer's blood glucose level at the time 320mg/dl. Troubleshooting occured and it was found that insulin pump was exposed to MRI. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).